Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having calibration errors between his insulin pump and sensor. His blood glucose was 208mg/dl at the time of reporting. And, his sensor glucose reading was 62mg/dl. After troubleshooting, he was advised to monitor the sensor and report back if the problem persisted. No information was returned. No additional information as reported.